Event description:
It was reported that during incoming inspection at the user facility, foreign material was found inside the packaging of the hood. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were alleged with this event.

Event description:
Upon product receipt, it was clarified that the reported foreign material was found inside the packaging of nine hoods of one lot.

Manufacturer narrative:
During the device evaluation, foreign material was found in the sterile packaging of eight out of the nine hoods, the string found in the ninth unit was determined to be part of the stitching and attached to the hood. As this the foreign material was found in the sterile packaging before use, it was determined that a manufacturing issue may have caused or contributed to the event. The hoods are sterile single use products and will therefore not be returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.